Event description:
It was reported that a request was made to have data from this cardiac resynchronization therapy defibrillator (crt-d) device analyzed. This device was reported to trigger the elective replacement indicator (eri). The patient reported hearing beeping tones related to the battery status. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to return for analysis since it was discarded by the healthcare facility.